Manufacturer narrative:
Follow-up #1 date of submission 01/11/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a review of the black box data showed loss of prime warnings with low non-zero force. During testing, the pump successfully completed an ez prime sequence. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. The cartridge was returned and investigated on 12/23/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device report.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.